Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/5/2023, it was reported by an arthrex employee via email that an ar-1360p peek interference screw broke during insertion. The broken fragments were retrieved, and the case was completed using another ar-1360p peek interference screw. This was discovered during a reconstruction of the patellar ligament procedure on(B)(6) 2023.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the screw was cracked/broken. No pieces came off from the screw. Functional testing was not performed due to the damage to the screw. The most likely cause is over-torquing/over-engaging the driver with the screw.